Event description:
A caller reported experiencing two incidents where the cartridge leaked insulin near the o-ring, occurring on the same day. There was no adverse impact to the customer's blood glucose level as it did not exceed a critical threshold. The caller replaced the faulty cartridges and successfully resumed insulin therapy. They requested replacement cartridges, which were sent as a goodwill order by customer technical support.